Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient was receiving egv 300 mg/dl the day the sensor was put on the arm. The patient uses tandem t slim in modified closed loop. When she checked her sugar with a bg fingerstick (fs), it showed 127 mg/dl. She felt shaky, and her heart was racing. She knew she was getting low. Sometime later, the egv went to 55 mg/dl and "continued to drop." She noted 2 units of insulin on board. Fearing insulin overdose from the high bias inaccuracy, the family gave glucagon. Then she called the fire department. Upon arrival, her egv was 33 mg/dl and fs was 29 mg/dl. Of note, the screen will not show the value 33 mg/dl. The word low will show for any egv 39 mg/dl and below. They continued to monitor her without giving any treatment or medication. The patient was not brought to the hospital. During the call a month later she did not feel well because of renal transplant. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient had symptoms, the reported glucose values fall within the c zone of the parkes error grid. Sometime later, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the fire department came, the reported glucose values fall within the a zone of the parkes error grid the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.